Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 428 mg/dl and hyperglycemia. Customer stated that when they got home they put in a new reservoir and gave themselves a bolus. Two hours later their blood glucose reading was 429 mg/dl and the customer was taken to the hospital. Customer also mentioned that the meter was reading 100 points higher than what they actually were. Customer stated that the insulin pump kept alarming no delivery. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Multiple no delivery alarms were noted in the alarm history. No further information reported.